Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer is pregnant currently. Healthcare provider suggested to use off label sensor while she is pregnant. Customer treated her low blood glucose by eating licorice candy. Customer cannot recall why she had low blood glucose reading. The product was not returned for analysis.